Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.

Event description:
Report rec'd from (B)(6) stating that service was required for the device. During service damaged bearings were noted. It is unk if the device was being used during surgery. It is unk if there were injuries or medical intervention reported. There was no add'l info provided.